Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer crashed after a software upgrade. As a result the hard drive was reconfigured and software was reloaded.

Event description:
It was reported that after using the service disk, the programmer boots, and then freezes at the medtronic screen. It was further reported that the programmer crashed after a software upgrade. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.